Event description:
Related manufacturer reference number: 2017865-2019-12330. New information noted that the patient exhibited twiddlers syndrome. During lead revision procedure, it was noted that the right ventricular lead and the atrial lead were severely twisted. Physician noted that atrial lead damage was due to patient flipping the device in the pocket. It was also noted that the atrial lead exhibited high impedance and a fracture point was found at the proximal end of lead. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient believed the right atrial lead was damaged for four years. Patient presented with syncope six months ago. Patient has had a history of being hospitalized three previous times. Patient presented in clinic where a tilt table test was performed. Upon interrogation, it was noted that the nurse practitioner notified patient that the patient's heart rate was low and that the implantable cardioverter defibrillator failed to "kick in". The lead was capped and replaced on (B)(6) 2019. Physician did not believe that the lead had malfunctioned. Patient was stable.